Event description:
It was reported that an asymptomatic patient presented in the clinic with post-sensed t-wave oversensing observed via a remote monitoring system. The device was reprogrammed and the oversensing issue was resolved.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.